Manufacturer narrative:
Device analysis: analysis of the returned device identified: a broken shell. The device was found to be underweight. A visual and microscopic analysis was performed which identified a striated break on the radius, a missing shell, stress marks, and non-penetrating nicks. Based on the device analysis the final assessment is a striated break on the radius assessed as surgical damage consist in the use of some surgical tool, and a missing shell assessed as inconclusive.

Event description:
Patient reported left side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture". Device has been explanted.